Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury -post use. The following information was provided by the initial reporter. The customer stated: after collection she pushed the safety device down and did not hear a click. She attempted again to close it to hear the click and the pink safety device fell off the needle completely and she was stuck with the needle resulting in an exposure.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury -post use. The following information was provided by the initial reporter. The customer stated: after collection she pushed the safety device down and did not hear a click. She attempted again to close it to hear the click and the pink safety device fell off the needle completely and she was stuck with the needle resulting in an exposure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury -post use. The following information was provided by the initial reporter. The customer stated: after collection she pushed the safety device down and did not hear a click. She attempted again to close it to hear the click and the pink safety device fell off the needle completely and she was stuck with the needle resulting in an exposure.